Manufacturer narrative:
The insulin pump was received with intermittent act, up and down arrow buttons response due to flattened button dome switch. No unlocked lcd keypad connector noted during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained keypad overlay and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up button was difficult to press. Insulin pump will be replaced.